Manufacturer narrative:
A visual inspection of the device was completed. The visual examination confirmed: extensive electrode wear. Electrode ball missing from the distal tip of the wand. Screen partially damaged and detached. Cable and connector block were cut off. A functional test of the device was performed with what was left of the electrode. The device failed in saline solution using an alternative cable. In addition, the lot history record was reviewed. No abnormalities were found in the lot record review. The lot met all device specifications. The root cause of the electrode detachment is not known.

Event description:
During a hip arthroscopy using a multivac 50 xl 3.0mm icw arthrowand, the electrode ball detached and fell into the surgical site. The electrode ball was confirmed as left in the patient's hip. There is no plan to re-operate to remove the detached electrode. No pt adverse effect was reported.